Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. A cine video was provided and reviewed by abbott engineering. The review did not conclude a cause for the reported issue based on the short duration and quality of the video clip. There is no indication of a product issue with respect to manufacture, design or labeling. D4. Lot number corrected from 01013u172 to 01013u177.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating the grippers, both grippers did not work. The gripper arms did not lower. Troubleshooting was performed but was not unsuccessful. Therefore, the cds was removed and a new cds was used to complete the procedure successfully. One clip was implanted reducing mr to 2. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.